Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The thermogard console was evaluated by zoll service at the customer site. The customer reported thermogard console powered off was confirmed during the functional testing. The issue was found to be a defective fuse as a result of normal wear and tear. The fuse is designed to protect the power supply and device from damage when the circuit attempts to draw a greater electrical load than it is intended to carry. This can be caused by, for example, a power supply surge. The tgxp fuse is sized to match the load-carrying capacity of the wires in that device. The fuse is intended to blow before the circuit wires can heat to a dangerous level. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. The thermogard console failed the initial functional testing and did not power up, thus confirming the reported complaint. Further investigation revealed that one of the fuses in the fuse holder was open/blown. After the fuse was replaced, the thermogard console passed the functional testing. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) ) powered off and will not power on. Following this, another ivtm console was used to continue ivtm treatment. No consequences or impact to patient.